Manufacturer narrative:
Additional information will be provided upon results of investigation. Device not returned to manufacturer.

Event description:
On 29th of june 2020 getinge became aware of an issue with powerled device. As it was stated the handle on the lighthead broken off. No information about any injury has been provided, however we decided to report this issue in abundance of caution and based on potential as any parts falling from the device could be a source of contamination. Manufacturer's reference number (B)(4).

Manufacturer narrative:
Getinge became aware of an issue with a surgical light powerled device. As it was stated, a device directional handle broke off, as mounting rings for the handle were broken and partially crumbled. No information about any injury has been provided, however we decided to report this issue in abundance of caution and based on potential as any parts falling from the device into the sterile field could be a source of contamination. It was established that when the event occurred, the surgical light did not meet its specification as breakage of the mounting ring is not to manufacturer specification. The device which played role in this situation contributed to event. None of the provided information indicate that upon the event occurrence the device was being used for patient treatment. With the information gained our product experts investigated and provided probable root causes for the event issue and according to this it could be assumed that a combination of chemical stress and excessive radial force applied on the handle is the root cause. We believe that the devices are performing correctly in the market. We also believe that if the manufacturer recommendation would have been followed the incident could have been avoided. Given the circumstances we shall continue to monitor for any further events of this nature and do not propose any further action at this time.

Event description:
Manufacturer's reference number (B)(4).

Event description:
Manufacturer's reference number (B)(4).

Manufacturer narrative:
The issue is being investigated by the manufacturing site.